Event description:
Caller reported that insulin gauge displayed an amount different from what was expected, with a current fill estimate issue that showed 70 units instead of the expected 256 units. There was no adverse impact to the customer's blood glucose level. The caller was guided through filling and loading a new cartridge, and cartridge replacements were to be sent to maintain customer satisfaction, with the caller planning to monitor and follow up if necessary.